Manufacturer narrative:
Other devices involved in this event: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump (hw26666), controller (con307670), and two batteries (bat320133, bat306336) were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller, con307670, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm file revealed a critical battery 2 alarm recorded on (B)(6) 2017 at 23:38:16, at which point bat306340 on power port 1 had 22% rsoc while bat306336 on power port 2 had 9% rsoc, which suggests that the alarm sounded, as expected, due to the battery depleting to an rsoc below 10%. No other alarms, such as controller fault alarms or vad stop alarms, were recorded in the 14 days prior to the event date. Analysis of the controller log files revealed four controller power-ups with their associated motor starts between 10/27/2017 and 10/30/2017, thus confirming the reported event. The final controller power-up event was logged on (B)(6) 2017 at 21:08:59. The data point prior to the controller power-up event, at 21:01:26, revealed that the controller was connected to bat306005 with 23% rsoc on power port 1 and bat306302 with 24% rsoc on power port 2. After the controller power-up, at 21:09:36, the controller was connected to bat306301 with 96% rsoc on power port 1 and bat306005 on power port 2. Bat306005's capacity was logged as ¿202¿, which indicates that the battery experienced a temporary disconnection from the controller in the previous 15 minute interval. The maximum time the controller did not have power was eight (8) seconds; the controller recorded that the loss of power occurred at 21:08:51. Based on the log file analysis, the root cause of the loss of power may be attributed to a double disconnection of both power sources, given that both of the power sources connected prior to the loss of power were replaced. An internal investigation has been opened to capture controller power-up events. Additional device(s) involved in event: bat306336 - battery. Method code(s): 3317, 3372. Result code(s): 213. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that when a patient was switching their power sources, the face of the controller went blank and that it felt like the pump had stopped. The patient further reported that this had also occurred a few weeks earlier. Analysis of the controller log files indicated that the controller was also associated with the event. From the information provided, it is unclear if the controller and two batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other device associated with this event: brand name: heartware® ventricular assist system - battery. Model 1650 / expiration date 31oct2016 / serial number (B)(4) / UDI (B)(4). Mfg date: 31oct2015. Device code(s): battery issue (B)(4) conclusion code(s): device not returned this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a patient was switching his/her power sources, the face of the controller went blank and that it felt like the pump had stopped. The patient further reported that this had also occurred a few weeks earlier. A preliminary review of the controller log files revealed a critical battery alarm on (B)(6) 2017 but no evidence of a controller fault alarm or of a pump stop. The event is reported to have been associated with user annoyance but no other patient consequence. No further information has been provided.